Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that the instrument would not work consistently. The surgeon would deploy the lever, tie the knot and it would work. The surgeon would do the same with a new reload and the knot would deploy. The surgeon would release the suture and reload the instrument again. The knot would not deploy, then surgeon would reload and it would work. The surgeon never changed instrument, but did change suture lot. The surgeon completed the case with the same instrument. There was extended or time.